Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2023, it was reported that the infusion set's tubing got detached at the site connector. The site location was right side of patient's abdomen and the pump was in the right pocket. The infusion set had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 160 mg/dl no further information was available.